Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: printed circuit board (g1 board) failure. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred due to failure of the printed circuit board (g1 board). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 full establishment name due to character limit: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device image disappeared on its own. The issue occurred during a diagnostic gastroscopy procedure which was completed with the same device. There were no reports of patient harm.